Event description:
A discordant, (B)(6) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was rerun twice on the same instrument, and resulted as (B)(6) both times. The (B)(6) result matched the clinical picture of the patient, and was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data files for the time frame when the discordant and rerun results were obtained. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The cause of the discordant, (B)(6) syphilis result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.